Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 100% stenosed, mildly calcified lesion in the moderately tortuous proximal right coronary artery (rca). The 3.5x15mm trek balloon dilatation catheter (bdc) was successfully advanced to the target lesion; however, the balloon ruptured during the first inflation and the bdc was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.